Manufacturer narrative:
Medical device manufacturer: unknown. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history records could not be conducted.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had poor separation. No serious injury or medical intervention. No report of blood exposure to mucous membrane.